Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical a visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indication of particulates within the cassette compartment. There were no visual indication of dried fluid on top of the door. There was dried fluid in the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment post-ast 2 hour 15 min 8500 ml test was performed and passed. No fluid leaks in the test cassette during the treatment test. System air leak passed. Valve actuation passed. The internal inspection of the cycler showed that there were visual indications of dried fluid on the bottom cover underneath the pump assembly. Hp2 and hp3 were found to be clogged with fluid. The cause of the encountered dried fluid and fluid could not be determined. Mushroom head check passed.the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient¿s nurse reported that during pd treatment there was a fluid leak encountered there was an air detected in cassette warning in drain 3 of 4 fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette. Fluid leaked from the inside area of the pump door. A new cycler was issued. In a follow-up, the patient¿s pd nurse verified the event and said there was no harm, intervention or adverse event due to event. The patient was given prophylactic antibiotics as a precaution. Labs were negative for infection. The cycler is available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient¿s nurse reported that during pd treatment there was a fluid leak encountered there was an air detected in cassette warning in drain 3 of 4 fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette. Fluid leaked from the inside area of the pump door. A new cycler was issued. In a follow-up, the patient¿s pd nurse verified the event and said there was no harm, intervention or adverse event due to event. The patient was given prophylactic antibiotics as a precaution. Labs were negative for infection. The cycler is available to return.